Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported left side deflation. The device has been explanted and replaced.

Event description:
Physician reported left side deflation. The device has been explanted and replaced.

Event description:
Patient representative reported left side deflation. Device has been explanted and replaced.

Event description:
Patient reported, left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "rupture". This record is for the left side. Device remains implanted.